Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. According to our records, tmbobm20 is an invalid lot number, can you please verify and provide correct lot number? Events reported via: mwr-24032024-0001600049, mwr-24032024-0001600050, mwr-24032024-0001600051, mwr-24032024-0001600052, mwr-24032024-0001600053.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, broken sutures from the same lot. It happened 5 times during the same operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2024. Additional information was requested, the following was obtained: according to our records, tmbobm20 is an invalid lot number, can you please verify and provide correct lot number? I have asked customer. I have no further information. They don`t have any left. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.